Event description:
Due to the fact the qa received an opened packet which exceeds the two-minute time allowed for exposure, an exact cause could not be determined. The suture was disposed of.

Event description:
Cg9-15: suture frayed in several areas. Pulled new package. Sl5627 - needle broke while sewing skin close to incision.